Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced a seizure after having low blood glucose levels. The patient's mother called for an ambulance, but the patient was not taken to the hospital. No information regarding treatment by the ambulance was provided. The patient's mother called the hospital, but did not provide any information about the phone call. Further information about the event is being solicited.